Manufacturer narrative:
Corrected fields: b5. Describe event or problem.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is exhibiting farfield oversensing fixed by blanking. The patient presents variable flutter rates. Technical services (ts) was consulted and explained reprogramming options. The device remains in service. No adverse patient effects were reported.

Event description:
Ri;;it was reported that this cardiac resynchronization therapy defibrillator (crt-d) is exhibiting farfield oversensing fixed by blanking. The patient presents variable flutter rates. Technical services (ts) was consulted and explained reprogramming options. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is exhibiting farfield oversensing fixed by blanking. The patient presents variable flutter rates. Technical services (ts) was consulted and explained reprogramming options. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is exhibiting farfield oversensing fixed by blanking. The patient presents variable flutter rates. Technical services (ts) was consulted and explained reprogramming options. The device remains in service. No adverse patient effects were reported. Additional information obtained, reprogramming was performed to cover the farfield signal. Physician did not request a follow up.